Event description:
The maestro long angled attachment was sent for evaluation due to overheating during a routine field service maintenance visit. There was no pt involvement; no adverse event associated with the device.

Manufacturer narrative:
It was noticed during analysis that there are unknown fibers inside the collet.